Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to fluctuating bg levels caused by pregnancy and the customer turning off control iq, therefore pump was not able to suspend insulin as intended. Customer consumed carbohydrates, suspended insulin, and took baqsimi nasal spray to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.